Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/11/2019 to the present date 12/9/2020 and confirmed that this device was not previously returned for servicing and there were no

Event description:
The customer reported an unspecified issue with display/screen. There was no patient involvement reported.